Event description:
It was reported the patient experienced an air embolism and arrythmia. A icesphere 1.5 cx 90 degree needle was selected for a cryoablation procedure to treat a metastasis in the lung. During the procedure, the physician placed the first icesphere 1.5 cx 90 degree needle and noted an air embolism. An electrocardiogram (EKG) was performed, and the second icesphere 1.5 cx 90 degree needle was placed inside of the patient. Additional air was noted in the aorta and left ventricle. The patient experienced an arrythmia and required defibrillation to be resuscitated. The air embolism disappeared during the resuscitation. The procedure was completed, and the patient was sent to the intensive care unit (ICU).

Manufacturer narrative:
Investigation results: device history record (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed for the icesphere 1.5 cx 90 degree needle, which confirmed that the event of 'arrhythmia' requiring 'resuscitation' and 'intensive care' are known events defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The event of 'embolism, air' related to normal use of the icesphere needle was not accounted for in the product's risk management documentation. It was determined that this event is a possible outcome of normal use with the device. Further investigation was performed to account for the addition of this event to the risk management documentation. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the device is acceptable. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of 'known inherent risk of device' because the reported events are known to occur during cryoablation therapy and documented in the device labeling.

Event description:
It was reported the patient experienced an air embolism and arrythmia. A icesphere 1.5 cx 90 degree needle was selected for a cryoablation procedure to treat a metastasis in the lung. During the procedure, the physician placed the first icesphere 1.5 cx 90 degree needle and noted an air embolism. An electrocardiogram (EKG) was performed, and the second icesphere 1.5 cx 90 degree needle was placed inside of the patient. Additional air was noted in the aorta and left ventricle. The patient experienced an arrythmia and required defibrillation to be resuscitated. The air embolism disappeared during the resuscitation. The procedure was completed, and the patient was sent to the intensive care unit (ICU). It was further reported that the air in the aorta and left ventricle was seen using computed tomography (CT).

Manufacturer narrative:
B5: updated with additional information received through the good faith effort process.

Event description:
It was reported the patient experienced an air embolism and arrythmia. A icesphere 1.5 cx 90 degree needle was selected for a cryoablation procedure to treat a metastasis in the lung. During the procedure, the physician placed the first icesphere 1.5 cx 90 degree needle and noted an air embolism. An electrocardiogram (EKG) was performed, and the second icesphere 1.5 cx 90 degree needle was placed inside of the patient. Additional air was noted in the aorta and left ventricle. The patient experienced an arrythmia and required defibrillation to be resuscitated. The air embolism disappeared during the resuscitation. The procedure was completed, and the patient was sent to the intensive care unit (ICU). It was further reported that the air in the aorta and left ventricle was seen using computed tomography (CT).